Manufacturer narrative:
Pump has been serviced by third party due to pump's maintenance due date was changed. Volumetric accuracy tests were performed and showed that pump failed out of specification (+/-5%). Pump was calibrated to resolve the issue.

Event description:
Customer stated that when pump alarmed "infusion complete", it only had 42 ml infused. It should have infused 184 ml. Stated line pressure was reading 800 mm hg the entire time. They downloaded the pt history log, and it indicated that the pump delivered as it should have. However, 163 ml was left over in the bag. There should have been 21 ml remaining as there was overfill in the bag.